Event description:
Device did not function as expected. The customer reported via the sales representative that the tibial tray was implanted successfully but when the surgeon tried to fit the insert, they were unable to mate the two parts. It is further reported that the surgeon removed the tibial tray and implanted a second tray, which did fit with a second insert and the procedure was completed successfully with a delay of approximately 10 minutes.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code mbh.